Event description:
The caller stated that the ett was in use on a patient during a bronchoscopy laser procedure. There was an airway fire, and the patient suffered injuries due to this incident. The patient was reintubated. The caller does not know the full extent of the injury, but stated that the patient is doing ok.

Manufacturer narrative:
Multiple attempts have been made to collect further details surrounding the circumstances of this report.